Event description:
During a ptca treatment procedure, the quantum maverick monorail balloon ruptured at 6 atms on the initial inflation. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'. No additional info is available regarding this procedure.